Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused post-op intraluminal bleeding. Change to a new device to resolve the issue. The current patient status is stable.

Event description:
According to the reporter, the device caused post-op intraluminal bleeding.